Manufacturer narrative:
The triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 59y7 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Sus voluntary event report mw5057599 stated: total knee replacement on (B)(6) 2014, 15 weeks of pt and 6 months of exercise, knee is painful, swollen, unsteady walking, mobility difficulty, cannot walk more than 30 yards without significant pain. Swelling and obvious fluid buildup on left side of right knee. Pain on top of knee. Impacting my occupation and quality of life.

Manufacturer narrative:
An event regarding the loss of range of motion involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as medical records have not been provided for evaluation. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sus voluntary event report mw 5057599 stated: total knee replacement on (B)(6) 2014, 15 weeks of pt and 6 months of exercise, knee is painful, swollen, unsteady walking, mobility difficulty, cannot walk more than 30 yards without significant pain. Swelling and obvious fluid buildup on left side of right knee. Pain on top of knee. Impacting my occupation and quality of life.